Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old male had a 5.5 support ongoing for a st elevated myocardial infarction patient. The impella 5.5 was placed for support of just under five days when weaned and explanted. During the support there was a red plug leak that was not treated in any way.

Manufacturer narrative:
The investigation into the reported product damage (hole in the catheter) has been completed since the original report was filed. No external damage or abnormalities were found on the returned pump. The red handle was opened, and purge fluid was observed to be leaking into the handle from the catheter. A small hole was observed in the purge lumen proximal to the motor housing after stripping the catheter; there was no evidence of use-related issues. Therefore, it was concluded that the cause of the purge leak was damaged purge tubing stemming from manufacturing.